Event description:
On (B)(6), 2011, the lay-user/patient contacted lifescan (B)(4) alleging an "error 2" issue with a one touch verio meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter was tested and the alleged complaint could not be confirmed with an initial investigation. However, a secondary issue was found upon further investigation where pcb contamination was observed. The pcb contamination was determined to be the root cause of the error 2 message. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an "error 2" issue and pcb contamination was found with investigation of the product. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The 510 (k) # is k093745.